Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s driveline infection could not be conclusively determined. Heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The patient¿s outcome was not considered to be device or therapy related. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding, respiratory failure, other neurological events (not stroke-related), death, and driveline infection as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 6 also includes information for caring for the driveline exit site, as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had admission in (B)(6) 2023 for diverticular and hemorrhoidal source who presented from cambridge rehab on (B)(6) 2023 after being found unresponsive to verbal or physical stimuli. In the emergency department, the patient was noted to be obtunded, agonal breathing, and was intubated for airway protection. Bedside left ventricle assist device (lvad) interrogation on admission showed a speed of 5100, flow 3.4, pi of 6.0, and power of 3.7 with low voltage alarms. The patient was noted to have driveline site cellulitis and respiratory acidosis as well as hypoglycemia with reports of malnutrition status post percutaneous endoscopic gastrostomy (peg) tube. Their hospital course continued to remain complicated with no improvement of their acute metabolic encephalopathy and patient's family ultimately decided to pursue comfort care. On (B)(6) 2023 family came to bedside and plan for turning off the lvad with understanding the patient would quickly decompensate and ultimately passed away. The lvad device was turned off and the patient quickly succumbed to all their conditions with time of death of 1:13 pm on (B)(6) 2023. Family was at bedside during pronouncement. Attending aware of patient's status. Cause of death was not vad related, failure to thrive secondary to respiratory complications. No autopsy will be performed.